Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was not able to fully seat the right ventricular (rv) lead into the header of the implantable cardioverter defibrillator (ICD). The device and lead were not utilized and an alternate device and lead were implanted. No patient complications have been reported as a result of this event.